Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a usual meal while consuming less food than normal, which led to a blood glucose nadir of 50 mg/dl and an estimated 45 minutes below range; no device alerts or alarms were reported, and the user received troubleshooting education on using the less-than-usual meal announcement. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment and temporary interference with daily activities. Investigation included review of device use and user guidance. Investigation of this case revealed user-related dosing mismatch due to incorrect meal announcement. It was concluded that the event was related to use error, and device function was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.